Event description:
Per the clinic, the patient experienced an infection with skin fistulization at the implant site. Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
It was reported that the patient was administered with oral antibiotics (specific date and duration not reported). The patient was also hospitalized for treatment with IV antibiotics (specific date and duration not reported).